Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 21181296; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had inadequate stimulation due to lead migration. The patient underwent an explant procedure.